Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the stimulator hadn¿t been working for a while now; they had a lot of symptoms and would sit on the toilet for 15-20 minutes and ¿nothing happens.¿ troubleshooting on the call reviewed how to use the programmer, and the patient was able to sync with the ins and increase stimulation. It was recommended that they follow up with their healthcare provider if their symptoms did not improve. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The device is implanted for urinary retention, but the patient discovered after it was implanted that it also helped their constipation. The patient clarified that they were having a lot of difficulty urinating. If they turned on the water and pushed hard, then sometimes they could get it started, but they never felt like they were finished. Increasing the amplitude helped somewhat, but they did not increase the amplitude enough. They increased it more and feel the pulses so they were hoping it would work. They were on 2.8 and still didn't feel like it was the correct setting for them. They might try a different program. It was working better than before but at times they were unable to uncurl their toes. No further device issue alleged / identified. No further patient symptoms or complications were reported.